Event description:
This ra lead was implanted on (B)(6) 1993, and remains implanted at this time. A call was placed to technical services on 09/05/2018, stating that noise was noted on this lead. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).